Event description:
Additional information received indicates that patient was unable to set the system into MRI mode due to the high impedance.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.